Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Reported event was unable to be confirmed due to limited information received from the customer. Device history record (DHR) was reviewed and no discrepancies were found. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends additional MDR submitted for this report: 0001825034 - 2019 - 02500.

Manufacturer narrative:
(B)(4). Concomitant medical products: item# 15-105000, m2a taper 37/28mm liner, lot# 011240; item# 162314, bi-metric porous fmrl 15x155mm, lot# 680020; item# 15-103660, m2a-t univ 2-hole shl 60mm, lot# 008720. Customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001825034 - 2019 - 01586.

Event description:
It was reported bilateral patient underwent right total hip arthroplasty approximately 18 years ago. Subsequently patient has reported experiencing cobalt toxicity (mental and physical), pseudotumors, bone loss, muscle loss, and pain. Revision will be scheduled following revision of his left hip. Attempts were made to obtain additional information; however, none was available.

Manufacturer narrative:
Reported event was confirmed by review of lab reports noting elevated metal ion levels. Additional information does not change the root cause of the previous investigation. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No additional event information to report at this time.